Manufacturer narrative:
B3 date of event: literature article publication date. Prieto-lobato a, et al. Off-label use of rotational atherectomy in stemi: a single-center experience. Rec interv cardiol. 2025. Https://doi.org/10.24875/recice.m25000552.

Event description:
It was reported via literature article that patient complication occurred. A patient presented with ventricular tachycardia treated with procainamide. The electrocardiogram showed anterior st segment elevation, and emergency percutaneous coronary intervention (pci) was indicated. Acute occlusion of the mid-left descending artery (lad) was identified. Using a non-bsc guide catheter, the lesion was crossed with a non-bsc guidewire. Although intravascular imaging (ivus) was attempted, the device could not fully cross the lesion; however, concentric calcification was confirmed at the site of maximal stenosis. Rotational atherectomy (ra) was performed with a 1.25 mm burr. During the procedure, the patient developed hypotension requiring low-dose norepinephrine infusion. After ra, dilation was achieved with cutting and noncompliant 2.5-mm balloons, followed by the successful implantation of a 2.75 mm x 15 mm drug eluting stent. Norepinephrine was progressively withdrawn in the cath lab. At the 2 year follow-up, patient was alive and did not require any additional interventional procedures or hospital readmissions for cardiovascular causes.